Manufacturer narrative:
The insulin pump had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had broken off battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had high blood glucose. The customer¿s blood glucose level was 479 mg/dl. The customer reported that the insulin pump had cracked at the battery compartment. The customer was assisted with troubleshooting and the display did not return. The customer refused to perform troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.